Manufacturer narrative:
A united states customer contacted siemens to report that three falsely elevated calcium (ca_2) patient sample test results were obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse ran an atellica test procedure (atp) and found the sample mixer was failing precision. The cse replaced the sample mixer and performed alignments. The cause of the falsely elevated ca_2 test results was the sample mixer. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
Three falsely elevated calcium (ca_2) patient sample test results were obtained from an atellica ch 930. The initial test results were released to the physician(s). The same samples were repeated on an alternate atellica ch 930 and the repeat test results were released as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated patient test results.